Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their modular cable detach while they were sleeping. It is not known how long the patient was disconnected. The patient's girlfriend called the police. The patient claims they did not hear any alarms. The clinic noted there appeared to be no external power alarms on (B)(6) 2025. Log file review revealed no indication the modular cable was disconnected. The low power / no external power alarm, and other associated alarm types appear to be caused by a weak connection between the batteries and the battery clips. These alarms likely occurred while the patient was sleeping and may be related to the patients sleeping position.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable detaching while the patient was sleeping was unable to be confirmed; however, the reported event of no external power alarms was confirmed via log file analysis. Review of the submitted log files revealed on (B)(6) 2025 at 03:40:07, low power alarms activated due to routine battery depletion. At 07:02:28, the alarms transitioned into no external power alarms due to the external batteries becoming completely depleted. The alarms resolved after the system was connected to fully charged 14 volt batteries at 08:22:45. On (B)(6) 2025 from 06:34:21 ¿ 06:36:21 and 07:16:32 ¿ 07:16:58, no external power alarms activated due to both power cables being simultaneously disconnected. The alarms resolved once the system was reconnected to an external power source each time. The emergency backup battery was able to provide support to the system during each no external power event. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the mod cable detaching and the no external power alarms on (B)(6) 2025 was unable to be conclusively determined through this analysis. The root cause for the no external power alarms on (B)(6) 2025 was determined to be due to user error by disconnecting both power cables simultaneously. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage, no external power, and driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 left ventricular assist system, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event